Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis. Capsular contracture of unspecified baker grade on the left breast prosthesis was diagnosed post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
On 7/2/2018, mentor received the following information: the patient underwent unilateral removal and replacement with a similar mentor smooth round moderate plus profile 425cc saline prosthesis on (B)(6) /2018. The mentor failure analysis lab received the device for evaluation on 7/2/2018. Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis. Capsular contracture of unspecified baker grade on the left breast prosthesis was diagnosed post procedure. As a result, the patient underwent unilateral removal and replacement with a similar mentor smooth round moderate plus profile 425cc saline prosthesis on (B)(6) 2018. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 6.5 cm on the anterior aspect. No other anomalies were discovered. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on 6/7/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).